Manufacturer narrative:
Correction/removal number: this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suddenly lost stimulation and his ipg is unable to communicate with external devices. The programmer displays a communication error. The patient will meet with the physician and an sjm representative as the next course of action.